Manufacturer narrative:
(B)(4). Results: results pending completion of investigation. Conclusion: conclusion not yet available. Age at time of event: >50 years old. (B)(4).

Event description:
It was reported the blades bogged down and stopped during the procedure. A 2.4mm jetstream xc atherectomy catheter was being used for a treatment procedure in the left superficial femoral artery (sfa). The device was primed successfully and advanced to the treatment site. Upon activating, the blades started to rotate with active aspiration when the device was noted to sound like it was bogged down and stopped functioning. The device was repositioned and tried activating with the same result. The device was removed from the patient without complications. The procedure was completed with a 2.1mm device successfully and the patient remained stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter. A visual examination identified multiple kinks throughout the catheter shaft. The device was set up per the dfu and ran for a period of 3 consecutive minutes with no issues. No functional issues were noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported the blades bogged down and stopped during the procedure. A 2.4mm jetstream xc atherectomy catheter was being used for a treatment procedure in the left superficial femoral artery (sfa). The device was primed successfully and advanced to the treatment site. Upon activating, the blades started to rotate with active aspiration when the device was noted to sound like it was bogged down and stopped functioning. The device was repositioned and tried activating with the same result. The device was removed from the patient without complications. The procedure was completed with a 2.1mm device successfully and the patient remained stable.